Event description:
On (B)(6) 2010, difficulty was noted in accessing the infusa-port and a chest x-ray reported that the infusa-port catheter had broken/detached off from its cutaneous attachment and had migrated into the heart; confirmed by a CT of the chest. On (B)(6) 2010, the pt underwent successful removal of the disc and lock. The pt later underwent successful localization and retrieval of the infusa-port catheter. There were no adverse effects.